Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as the patient using bad technique and touch contamination. The patient was hospitalized for the peritonitis and was treated intraperitoneally with vancomycin (2gm, every four days for four weeks). The patient was retrained in aseptic technique as they were having issues with hand washing and trouble using the mask properly. Two days after the hospitalization, the patient was discharged. The patient recovered from the peritonitis event and pd therapy was ongoing. No additional information is available.